Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. During turn on, 60amp breaker tripped incoming power. Review of the system log file showed power on issues. The fse troubleshot the power supply, suite pc and bypassed ups (uninterrupted power supply) and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot-up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.